Event description:
It was reported that an ilet insulin pump¿s touch screen was cracked after the device was accidentally dropped, and the pump remained functional though no longer watertight; a replacement was shipped, and the user reported that the replacement did not work and requested another label while continuing therapy on the cracked unit. Symptoms included no reported blood glucose impact. Outcomes included device replacement logistics, return requests, and warnings that warranty coverage could be affected if the damaged device was not returned. Investigation included troubleshooting education, instruction to back up therapy if needed, guidance on shutdown steps, and multiple attempts to coordinate return and assess the reported replacement performance concern. Investigation of this case revealed a device enclosure/display damage consistent with accidental drop and an unverified report of replacement device malfunction, with no corroborated clinical impact and no device inspection possible because the devices were not returned. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage to the original pump and an undetermined cause for the reported replacement nonperformance due to lack of returned product for evaluation.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.